Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy skin irritation under the electrodes from the lifevest equipment. The patient reported that he is itchy all over the body, but the lifevest has exacerbated the itchiness. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed an anti-itch pill, hydroxine, for the itchiness. Follow up indicated that the itchiness is under control.